Event description:
Customer reported that the lab has some new staff, who accidentally ran 3 sars-cov-2 samples twice (replicate) off the same lysis tube on the panther instrument (B)(4). Two of the samples were negative twice, the third sample was negative and then positive.

Manufacturer narrative:
Hologic product application specialist (pas) reviewed the logs and determined that the instrument appears to be performing as expected. Pas noted that the issue was possibly a sample with low target that did not repeat or the sample was mishandled. No further issues were reported.